Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the reported event of low speed, power cable disconnect and controller cell low alarms was confirmed. The data log file was successfully retrieved from the returned system controller serial number (B)(6). The log file contained events recorded from the time stamp of day 20, 10 hours and 34 minutes to day 26, 17 hours and 52 minutes where a controller cell low alarm was recorded. The data revealed that the system maintained the desired set speed with no interruptions, the recorded power ranged between 4.4-6.1 w, the recorded flow estimation was 3.5-5.5 lpm, and the average pi was 4.1-6.8. The log file provided by the customer contained data recorded from the time stamp of day 11, 8 hours and 27 minutes to day 22, 11 hours and 43 minutes where power cable disconnect alarms were recorded. The data captured on day 19 and 5 hours revealed speed reductions (5720-7820 rpm) below the low speed limit (8000 rpm). These speed reductions were accompanied by significantly decreased voltage levels, low speed hazard and low voltage hazard alarms and an active power save mode. The remaining data revealed the system was operating at the set speed with power cable disconnect alarms. The evaluation of the returned system controller revealed a depleted battery cell module. As a result, the system controller activated a controller cell low alarm. The battery module was replaced with a new battery module, the system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed, and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. In conclusion, the controller cell low alarms were related to a depleted battery cell module. A specific root cause for the low speed and power cable disconnect alarms and the atypical voltage levels captured in the provided log file was not able to be determined; however, the investigation findings of the returned 14v power module patient cable have the potential to result in the critically low voltage levels and the alarms captured in the logfile. There was an incidental finding of a depleted battery cell module. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook, operating manual covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. Important warnings relating to pump stops are described in operating manual no further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-06156.

Manufacturer narrative:
(B)(6) was the customer site. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient heard an intermittent beep when connecting to the power module on (B)(6) 2021 and the "not connect" message was displayed on system monitor. Low speed/voltage alarms were recorded on system monitor. It was suspected that the power module patient cable could be the issue due to fatigue, so the patient cable was exchanged on (B)(6) 2021 in follow-up hospital. An alarm was heard on (B)(6) 2021 that resulted in the controller being exchanged because the patient was anxious about the recent low speeds. Battery module alarms were recorded in the log files. The controller was suspected to be faulty and will be returned. Related manufacturer report number # 2916596-2021-04593.